Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the burned forceps elevator was use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: operation manual chapter 4 operation 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.